Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The details of target lesion have not been provided. The 3.00x24mm taxus liberte stent delivery system was not able to cross the lesion and the physician met with some resistance when withdrawing. No additional action was required to remove the stent delivery system. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
(B)(4).